Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers' indicated failure mode.

Event description:
It was reported that a package of 13x100 mm 6.0 ml bd vacutainer® plus plastic edta tubes was received without its' expiration date and lot # stamped on the label. No serious injury no medical interventions. Problem was discovered before use.